Manufacturer narrative:
The device was returned for analysis. The reported guide break was not confirmed. The reported foot retraction issue was not confirmed/tested due to the condition of the returned device. Difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was removed against resistance. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide after a diagnostic heart catheterization with a 6f sheath. Reportedly, the device was deployed through closing the footplate lever. Resistance was noted during removal. The footplate did not retract back into the device. The proglide separated during removal at the metal and black portion of the guide yet was held together with the actuator wire. A non-abbott device was used to achieve hemostasis. No additional information was provided.